Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported for a healthcare professional reported an unknown side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, flat creases, weight within specification. A microscopic analysis was performed which identified; a curved striated opening. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Event description:
Device has been explanted. Affected side left.